Event description:
The facility reported to customer service, a pump with failure code 559:320:654:0000. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The reported condition of a pump with fail code 559:320:654:0000 was confirmed. Inspection of the device by baxter found that the cause of the reported fail code was due to a stuck "stop" key on the pump-head module keypad. The pump's pump-head module keypad was replaced to correct the reported condition. The device was returned to the customer fully operational.